Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow up nr. 1 information: the previous h10 wording was incorrect, the case is still under investigation.

Event description:
The following was reported to hamilton medical ag: tn 213008 (o2 valve leak) the small low flow connecter removed. No patient involvement.

Manufacturer narrative:
Replaced the oxygen quick disconnect port (lpo) and confirmed that the leak was eliminated. Performed manufacture's recommended checks and calibrations. Device passed all checks and tests. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: tn 213008 (o2 valve leak) the small low flow connecter removed. No patient involvement.